Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer responded to field notification letter regarding the drive support cap. The drive support cap is protruded. The customer's blood glucose reading is 324 mg/dl. Customer has treated blood glucose with an injection. The blood readings have been over 500 mg/dl. The customer is thirsty. Advised that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.